Manufacturer narrative:
The explanted devices were not returned because they were discarded by the medical facility. A review of the mfg documentation for the explanted devices found that no anomalies or deviations potentially related to the event occurred during mfg. A review of sterilization records found them to be satisfactory. This is the final report.

Event description:
A report was received that a pt was explanted due to an infection at the pocket site. A culture was not taken but the pt was put on antibiotics. The pt is reportedly doing well after the explant procedure.